Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ crease/folding of implant: no observed no additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported ¿chronic granulomatous inflammation and fibrosis¿ and ¿silicone spillage¿.

Event description:
Healthcare professional reported ¿left: prosthesis homogeneous content with paraphysiological radial folds. Axillary cables with evidence of pericentrimetric adenopathies.¿ device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of swollen lymph nodes/glands is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿left: prosthesis homogeneous content with paraphysiological radial folds. Axillary cables with evidence of pericentrimetric adenopathies.¿